Event description:
It was reported the tip of the introducer sheared off during marker deployment. The remainder of the introducer is believed to still be in the patient. The customer tried taking an image by ultrasound at a later date and could not confirm if introducer was present. The doctor did not deploy another marker. The remainder of the marker will be returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.